Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the heavily calcified, heavily tortuous right coronary artery (rca). The .5x19 mm graftmaster covered stent failed to cross despite multiple attempts. Another graftmaster covered stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.